Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (device registry listed the drug as dilaudid) in an implantable pump for non-malignant pain. The manufacturer representative indicated a pump and catheter were explanted at an earlier date due to infection. A new pump was implanted on (B)(6) 2016. No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.